Event description:
It was reported that the ventricular lead impedance showed a slow increase and a leveling out over the course of the past year. The impedance alert was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance showed a slow increase and a leveling out over the course of the past year. The impedance alert was adjusted and the lead remains in use. It was further reported that the lead had elevated pacing threshold and increased impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012. Weekly and daily pace lead impedance trend data shows an increase for min and max rv pace equals 408 to 1008 ohms peak between (B)(6)-2011 and (B)(6)-2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly and daily pace lead impedance trend data shows an increase for min and max rv pace equals 408 to 1008 ohms peak between (B)(6) 2011 and (B)(6) 2012.